Manufacturer narrative:
(B)(4) on (B)(6) 2015, the patient underwent removal of right shoulder pulse generator, c1-c7 cervical laminectomy reexploration with removal of posterior cervical instrumentation, replacement of epidural stimulator system with penta lead and new rechargeable pulse generator, and muscle flap repair of posterior cervical dehiscence with intraoperative fluoroscopic imaging and suture was used. During the procedure, the cables were inserted into the subcutaneous space after being locked into position with suture over the caps. The subcutaneous pouch was created in the left buttock region for the new pulse generator and the pulse generator was anchored to the deep subcutaneous tissues with suture. The cervical incision was then closed to allow for reapproximation of the posterior cervical musculature with interrupted suture for the deep muscles followed by a layer of suture for the deep fascia. Scarpa¿s fascia for all incisions were closed with interrupted suture with inverted knots and skin was closed with simple running suture. It was reported by the patient that the neurosurgeon who removed the granulomas described them as daisychaining in patient¿s neck. The patient reported they still have granulomas in the side of neck from pieces of suture as well as some still in spine and the granulomas are getting bigger.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported by the patient that she underwent a revision of a neuro transmitter from c2 to c3 procedure on unknown date and suture was used. It was reported that the patient experienced itching initially after the procedure and granulomas. The patient had procedure in nov 2016 to remove 8 or 9 granulomas from her chest right below her collar bone. An additional procedure was performed in (B)(6) 2017 to remove granulomas from her cervical area and buttocks. The patient reports having additional granulomas located in the muscle just to the side of her spine and in her neck. Additional information has been requested.